Event description:
Additional information noted that the system was explanted. A possible re implantation was discussed but has not yet been scheduled. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system infection. The device therapy was elected to remain on and the device programmed to alternate vector. The system explant was planned. No additional adverse patient effects were reported. An inquiry to boston scientific technical services (ts) was made regarding reimplanting the device after re sterilization and once the infection is cleared up. Ts noted that this would be off label use as the system is a single use product.

Event description:
Additional information noted that this case occurred in south africa and the patient did not have an infection but rather an allergy to nickel.